Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023 which is off-label usage of the device. On (B)(6) 2023, the patient experienced tremors and was unable to speak. The cgm reading was 116 mg/dl and the bg meter reading was 26 mg/dl. The patient¿s spouse treated her with glucose gel and called 911. Once the paramedics arrived, the reporter could not recall the exact cgm/bg comparison values, however, stated the patient¿s bg level was rising. The paramedics did not provide the patient with any medication or treatment since her bg was stabilizing. The patient was not transported to the hospital and no medication or treatment was provided by the paramedics. At the time of the report, the patient was doing good and was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.